Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver lactated ringer's at an unspecified rate. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, it was reported that the patient received 1000ml of solution. The customer contact reported the cair clamp "does not clamp down on the tubing." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.